Manufacturer narrative:
Concomitant: product type: lead, product type: programmer,

Event description:
It was reported that the patient was seen for a trial lead implant. The lead was implanted. The patient had a very difficult time waking up from anesthesia, despite only having had 2 mg versed. The physician felt the reason for the patient having difficulty waking up was due to other narcotics in the patients system unrelated to the trial. The physician pulled the leads and called an ambulance to take the patient to the emergency room. It was further reported that the patient was alive and recovered from whatever happened with the medications. The physician was convinced that he pre-medicated before the trial, as he had a history of prescription and alcohol abuse. The patient wanted another trial, but the physician refused and was going to send him back to pain management. The lead was never tested, since it was pulled and thrown away. The patient was not able to appropriately complete the trial. It was unknown on 2014-(B)(6) how the patient was doing. It was further reported that the patient was given a drug to help wake him up, per the patient. The patient was unable to answer some of the questions so they rushed him to the hospital. The patient was looking to find another physician to do the trial/implant. If additional information is received a follow up report will be sent.